Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on april 12, 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on may 17, 2022.